Manufacturer narrative:
As the lot number for the device was not provided, a lot history review was not performed. The sample was returned to the manufacturer for inspection/evaluation as well as a photo was provided for review. Investigation of the returned device and photograph was inconclusive for catheter kink and migration and was unconfirmed for unable to infuse. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716070j implantable port allegedly experienced obstruction of flow, migration, and material deformation. This information was received from one source. The one reported malfunction involved one patient with no consequences. The age and weight of the male patient was not provided.